Event description:
Approximately 4 weeks after receiving bone void filler during a repair of a right clavicle fracture, the patient presented with wound drainage. Patient was placed on oral antibiotics and readmitted to the hospital 9 days later for irrigation and debridement, and removal of the hardware and graft material.

Manufacturer narrative:
This adverse event was reported by the hospital following a retrospective review of related patient injuries requested by the company as part of the recall. The event was not reported to the company at the time the incident originally occurred. The manufacturing and laboratory testing records for the subject graft were reviewed, and indicated that the product was manufactured according to procedure and met all required specifications. The donor tissue was pre-treated with gamma irradiation prior to processing. There were no deficiencies, irregularities or non-conformance associated with the processing of this graft. Donor suitability records were reviewed and the donor met all eligibility requirements. The tissue recovery organization which provided the donor tissue to the company was notified of this incident, and no additional reports of infection have been received by the company, or the recovery organization, involving this donor tissue. Based on these findings, the company's (B)(4) has concluded that there is no evidence to indicate that the graft was the proximate cause of the patient's infection. No further action is required, and this incident is considered closed.